Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver did not display a signal loss alert. No product or data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and the receiver passed. A receiver charge and boot test was performed and the receiver passed. A review of the receiver log was performed and the receiver displayed a notification and alerted via vibration and audio. A receiver functional test was performed and the receiver passed all relevant testing. The reported event was not confirmed via product. The probable cause could not be determined.